Manufacturer narrative:
We received one flotrac sensor with a IV and pressure tubing for examination. The reported event of pressure measurement issue was not confirmed. No visible damage or abnormality was observed from the entire unit. No error message was observed on a vigileo monitor and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on a vigileo monitor and pressure monitor respectively. The pressure did not show any drift during a output drift testing and met specification. Electrical testing showed that both the input and output impedance were within specifications. Zero-offset also met specification. A review of the manufacturing records indicated that the product met specifications upon release. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the arterial pressure indicated on the nihon kohden monitor was inaccurate. There was 50mmhg difference compared to the value indicated on the nibp. The first flotrac kit used was connected to the left radial artery, the nibp was on the right arm, but there was difference in the value so flotrac kit was reconnected to the right radial artery. However the problem was not solved. Then it was reconnected to the left radial artery again and the kit was exchanged and the problem was solved. The actual value indicated on the monitor and expected value is unknown. There was no problem zeroing before use, and there was no problem with the shape of the pressure waveform. There was no error message observed. There was no occlusion, leakage or kink noted. The patient was not treated based on the inaccurate value, and there were no patient complications reported. Inquired of patient demographics. Unable to be obtained. Occurrence date is unknown.